Event description:
It was reported the programmer would not boot up. It was also reported the keyboard was missing a letter. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event upon further testing. Programmer would not boot up. Power supply component failure, cause unknown. System fan is noisy. ECG (electrocardiogram) connector is loose on a printed circuit board. Lower display hinges are out of mechanical specification. Keyboard is damaged (missing a letter).